Event description:
On (B)(6) 2013, the lay-user/patient contacted animas to report she had unexplained elevated blood glucose above 500 mg/dl and required medical intervention at the ER. Reportedly, the patient had high blood glucose over the past 2.5 weeks. On (B)(6) 2013, the patient¿s blood glucose of 500¿s mg/dl was not responding to bolus insulin and subsequently had 3 readings in a roll of ¿hi¿, over 600 mg/dl. At the time, the patient had symptoms of nausea and irritability. Upon admission to the hospital, the patient was given insulin via syringe for a blood glucose reading of 700 mg/dl. She was discharged on (B)(6) 2013. The hospital facility changed her infusion site 3 times and her cartridge twice. There was no leak or air bubbles issue. There was no evidence of a produce malfunction associated with the reported incident. The advance features and the basal segment are correctly programmed according to the patient¿s usage. The date and time was confirmed to be accurate. The subject pump delivered insulin accordingly without any issue. This complaint is being reported because the patient had unexplained elevated blood glucose above 500 mg/dl and required hcp medical intervention while on insulin pump therapy.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/18/2013 with the following findings: daily insulin delivery totals correctly reflected the user's programmed basal rates. Black box shows time and date resetting to default following a power on reset. A 29 hour flow accuracy test was performed; pump passed flow accuracy test and was found to be delivering within the required specifications. Pump opened and the internal battery found to be leaking. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.